Event description:
Inr reading roche coaguchek xs pt test strip result 3.6; inr (B)(6) testing at (B)(6) result 3.0. Tests taken at exact same time. Both on (B)(6) 2018. Physician relies on inr to adjust coumadin daily dose which would be incorrect if reliance would be placed on roche value. Roche "urgent medical device correction" letter (B)(6) 2018 reporting incorrect high inr test, inaccurate test result from test strip. Physician would have incorrectly adjusted dose using the result. When value of 4.5 obtained, subsequent calls to roche - they insist values below 4.5 are accurate. These tests document their statement is not true and there is an issue. Dose or amount: one strip per test, frequency: every 2 weeks, route: skin prick. Dates of use: (B)(6) 2018. Diagnosis or reason for use: test results used to adjust warfarin dose for artificial aortic valve.